Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a cracked case on the display window corners, minor scratches on the display window, a cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the insulin pump had multiple cracks on it. The blood glucose reading was 6.2 mmol/dl. The caller stated that there were 5 cracks on the reservoir screen, another crack on the device's screen at the right hand side, and the last one was next to the battery compartment. Advised replacement of the insulin pump. Advised the caller to monitor the blood glucose levels. Nothing further reported.